Manufacturer narrative:
The reported issue was confirmed. The actual dialyzer was returned to the manufacturer for evaluation without the prepackaging pouch. The sample was returned with corporate provided adapter caps and blood port caps. The fibers were wet with indication of blood contamination. Gross visual examination of the dialyzer did not identify any kinked, broken, or looped fibers on the fiber bundle, nor did it determine any damage, defects, or irregularities affecting the physical integrity of the dialyzer. The dialyzer was subject to a laboratory bubble point test (internal leak test) where no internal leaks were noted, possibly due to coagulated blood. The fiber bundle was removed from the dialyzer housing for examination. During examination of the non-cavity ID end inferior potting surface, a short fiber was identified. The short fiber was located at approximately 15 degrees and measured 14.00 mm in length. It is unknown whether the short fiber may have been the result of a broken fiber as the other end of the fiber was not able to be isolated. An investigation of the device manufacturing records was also conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A hemodialysis user facility reported during treatment a blood leak occurred. The leak was reported to be an internal dialyzer leak. The machine did alarm. Test strips were used to confirm the leak. Estimated blood loss was 300cc. The patient had no adverse effects and no medical intervention was required. The patient completed treatment w/ a new set up on a different machine. Sample is available for manufacturing evaluation and has been requested.